Event description:
The biomedical engineer (bme) reported that the alarm was silenced, and they would like to know where and when it was silenced. Whether it was silenced at the central nurse's station (cns), bedside monitor (bsm), or the remote network station (rns). It is unclear if the alarms were silenced by someone at the hospital or if this was a failure of the device without user intervention. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the alarm was silenced, and they would like to know where and when it was silenced. Whether it was silenced at the central nurse's station (cns), bedside monitor (bsm), or the remote network station (rns). It is unclear if the alarms were silenced by someone at the hospital or if this was a failure of the device without user intervention. No patient harm or injury was reported. Investigation summary: there was insufficient information provided at the time of the event to determine the cause. There are three types of operation for alarms: temporarily silence alarms, temporarily suspend alarms, and turning off the alarms. Alarm settings will change the behaviors of specified alarms. The settings at the bsm or vital sign telemetry transmitter and cns are synchronized. Changing one will change the other. There is no indication that the device had malfunctioned. Service history for this serial number shows no subsequent reported events related to alarm. Additional information: b4 date of this report. D8 was this device serviced by a third party? D10 concomitant medical device. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that alarm was silenced and would like to know where when the alarm was silenced and where (bedside monitor, central nurse's station, remote network station (bsm,cns,rns)). It is unclear if the alarms were silenced by someone at the hospital or if this was a failure of the device without user intervention. Therefore, they would like to have the logs investigated and sending the logs in for the cns. It is unclear whether this was a use error or if this was a device failure. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Telemetry transmitter: model: zm-531pa, sn: ni.

Event description:
The biomedical engineer (bme) reported that alarm was silenced and would like to know where when the alarm was silenced and where (bedside monitor, central nurse's station, remote network station (bsm,cns,rns)). It is unclear if the alarms were silenced by someone at the hospital or if this was a failure of the device without user intervention. Therefore, they would like to have the logs investigated and sending the logs in for the cns. It is unclear whether this was a use error or if this was a device failure. No patient harm was reported.